Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the needle broke during sensor insertion. No injury or medical intervention was reported. No product or data was provided for evaluation. The reported event of broken needle was not confirmed. A root cause could not be determined.